Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of black particles and the device caused cough, dry throat, headache and tingling sensation in the throat. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough, dry throat, headache and tingling sensation in the throat. There was no report of serious or permanent patient harm or injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no contamination. The device passed all final testing. There was no evidence of sound abatement foam degradation. The device has been scrapped.